Event description:
The instrument was found to be functional; however, proper engagement of the cone tip requires a 180-degree twist for secure placement. No one noticed cone missing from device upon removal from use. No injury to patient, cone passed spontaneously through vagina while urinating.